Manufacturer narrative:
Findings: pump was returned for low battery alarm and power error confirms in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Pump received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay.

Event description:
A customer reported via phone call indicating that their insulin pump experiences low battery life. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.